Event description:
According to the operative note, this elderly male with a history of cad (coronary artery disease) and s/p CABG (coronary artery bypass graft) x3 years ago, developed symptoms of severe peripheral arterial disease with claudication of the left calf. A le (lower extremity) arterial study showed a right common femoral artery with 75-99% stenosis. A left common femoral approach was used, and the left common femoral artery was cannulated under ultrasound guidance. There was some calcification. At the point in the procedure when it was decided to try and open up the anterior tibialis lesion, a 0.014 wire that was in the profundal was directed down the sfa (superior femoral artery) into the popliteal across the tibioperoneal trunk into the anterior tibial without difficulty. A chocolate pta (percutaneous transluminal angioplasty) balloon, 3.5 x 40mm was tried to cross the lesion however it was unsuccessful, so they took a 2-mm over the wire balloon and was able to dilate it to "lid side," but there was residual narrowing as it is a very hard calcified lesion. They tried to do some further preparation with a 2.5 x 15 mm monorail balloon catheter. This would not advance across the lesion and it seemed to be catching up. As it was pulled back it seemed to fracture. The fractured balloon was in the 45 cm sheath. They advanced a 0.035 wire down and then took a 2-mm balloon. We started to advance into the area of the site, but as we saw, we slowly pulled back on the sheath and the balloon remained in place against the 0.014 wire and was able to pull the entire system out with the fractured balloon. There was not harm to the patient. A new 7-french sheath was put back and at that point it was decided to stop.